Manufacturer narrative:
Initial report sent: 04/23/2008.

Event description:
Procedure type: low anterior resection. Patient: according to the reporter: intra-operative leak at gastrojejunostomy was found via bubble test. An intra-operative egd was performed and sutures used to over-sew. An estimated 300 ml blood loss occurred. The patient was discharged from the hospital in 2007.